Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the (B) (4) short port btt (blunt tip trocar) surgical port and syringe device malfunctioned. It is unknown how the procedure was completed. The hospital alo reported that the part expires on (B) (6) 2010. The hospital did not report any patient effects. The product was discarded.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation, as it was reportedly discarded. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)